Event description:
It was observed during device evaluation that the bending section cover adhesive on the cystonephrovideoscope was chipped, and the bending section had become detached and stretched. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, it is likely that component degradation led to the malfunctions, as the device may have become worn, weakened, corroded, or otherwise deteriorated over time due to factors such as aging, permeation, and corrosion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.